Manufacturer narrative:
Date sent: 05/04/2009. Info anticipated, but unavailable at this time.

Event description:
It was reported that during a gastric sleeve procedure, on the second firing, the device fully cut but the staples were only halfway formed. Another device was used to complete the case. There were no adverse consequences to the pt.